Event description:
A malfunction alarm was reported, identified by malfunction code 9, indicating a motor movement error. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with this task. The malfunction did not recur, and the customer was advised to continue using the pump but to report if any issues reoccur. The customer acknowledged and understood the instructions given.